Event description:
It was reported that during a laparoscopic lobectomy procedure, the knife did not return to the home position at the 4th firing when the device was used on the lung with neoveil(tube type). The cartridge was gold. The device was removed from the patient with the manual override lever. The device was used on the blood vessel at the 1st and 2nd firing and the bronchial tube at the 3rd firing. The device was not fired across an existing staple line or clip. Staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4).